Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a sendit delivery device (sendit) and a non-penumbra guide catheter. During the procedure, the physician advanced the guide catheter with the red72 and sendit. The physician then removed the sendit and noticed under fluoroscopy that the distal portion of the sendit from the mid-shaft was fractured inside the red72. Therefore, the red72 containing the fractured sendit was removed from the patient. The procedure was completed using a different catheter and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sendit confirmed that the device was fractured. Based on the damage at the fractured location, the device may have been stretched before it fractured. If the device is retracted against resistance, damage such as a fracture may occur. Due to the returned condition, the sendit device could not be functionally tested during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.